Event description:
It was initially reported that the pt had died due to probable sudep. Info rec'd from treating physician indicates that the pt was diagnosed at (B) (6) of age with multifocal (lennox gastaut syndrome) with 6+ seizures per month. No further details were made available. A search performed in the manufacturer's programming history database to perform battery life calculation resulted in approx 6.72 years remaining until elective replacement indicator flagged to "yes". Last known diagnostics were noted to have been performed on (B) (6) 2008, which were within normal limits. Good faith attempts to obtain add'l info and device return for analysis have been unsuccessful to date.